Event description:
The customer reported that the user experienced a shock when re-seating the power cord on the back of the touch display. There was no reported injury associated with this event. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Customer uncertain of which solar device the display was connected to. The version of solar device/software is unknown at this time hence identification of the 510(k) number which directly supports this version of device is uncertain. Manufacturer date unknown.